Event description:
During a pulse field ablation (pfa) procedure for the treatment of atrial fibrillation, a faradrive steerable sheath clear was selected for use. During the procedure, air leakage was observed from the transparent hemostasis valve of the sheath. No air was seen entering the patient. The sheath was replaced, and the procedure was successfully completed using another faradrive device. No patient complications occurred, and the patient remained stable following the procedure.